Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's insulin pump alarmed for power system error or backup battery fails. Customer's blood glucose level was unknown at time of incident. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 due to connector resistance to the electrical board.